Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an increase in capture was noted on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.